Event description:
Hold for ac 4.24 a customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected results were obtained from two levels of non-vitros biorad quality control fluid, lot 54360, using vitros amon slide lot 1019-0259-0193 on a vitros xt7600 integrated system. Biorad level 2 lot 54362 vitros amon results of 106.4, 103.2 and 107.8 mol/l versus the expected result of 86.0 mol/l biorad level 3 lot 54363 vitros amon results of 272.9 mol/l versus the expected result of 220.0 mol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 601618.

Manufacturer narrative:
The investigation concluded that higher than expected results were obtained from two levels of non-vitros biorad quality control fluid, lot 54360, using vitros ammonia (amon) slide lot 1019-0259-0193 on a vitros xt7600 integrated system. The assignable cause of the event is an instrument related issue likely due to contamination of the microslide incubator. Although historical within lab vitros amon precision was acceptable when compared to the customer baseline mean and sd and to the biorad peer mean and sd, imprecision was noted when applying the vitros assay sheet sd to the baseline mean of the customers previous in use lot as no historical qc was available for the new lot on 24 feb 2023 when the imprecision was first noted. An ortho field engineer was dispatched to the customer site to perform service actions to the microslide incubator subsystem that include cleaning the cm/rt evaporation caps and slots, however the customer performed the cleaning and replaced the evaporation caps, after which an acceptable vitros amon precision test was obtained. The actions performed by the customer returned the vitros xt7600 integrated system to expected performance. The cause of the microslide incubator contamination is unknown. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros amon slide lot 1019-0259-0193.